Event description:
It was reported that a foley catheter was inserted on (B)(6) 2024 and by one morning the balloon was deflated (date of event #unk). Patient represented to emergency department and a new catheter was inserted. Within the same day, patient came back again with the catheter deflated once again (date of event #(B)(6) 2024 ). The nurse checked the balloon and found that it was leaking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a foley catheter was inserted on (B)(6) 2024 and by one morning the balloon was deflated (date of event #unk). Patient represented to emergency department and a new catheter was inserted. Within the same day, patient came back again with the catheter deflated once again (date of event #18jun2024). The nurse checked the balloon and found that it was leaking. Per investigator's notification received on 04oct2024, it was reported that asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), used all-silicone foley catheter. Visual inspection of the sample noted a pinhole smaller than (0.013") was found upon inflation. This does not meet specification which sates "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be incorrect material formulation. However, there was insufficient information to confirm this potential root cause. A DHR review did not show any problems or conditions. The instructions for use were found adequate and state the following: ¿intended use: for urological use only. Indications: bard all silicone foley catheters are indicated for any clinical condition requiring drainage and or collection and/or measurement of urine. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. Contraindication: no known contraindications. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Do not use device if package is opened or damaged. Do not aspirate urine through drainage funnel wall. This is a single use device. Do not resterilize any portion of this device. Reuse and or repackaging may create a risk of patient or user infection, compromise the structural integrity and or essential material and design characteristics of the device, which may lead to device failure, and or lead to injury, illness, or death of the patient. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Warnings: on catheter, do not use ointments or lubricants having a petrolatum base. It may cause balloon to burst. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state, and federal laws and regulations. Users and or patients within the european union, should report any serious incident that has occurred in relation to the device to the manufacturer and the competent authority of the member state in which the user and or patient is established. Users outside of the european union should report any serious incident that has occurred in relation to the device to the manufacturer and the regulatory authority of the country in which the user and or patient is established. Store catheters at room temperature and away from direct exposure to sunlight preferably in original packaging.¿ UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.